Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damage (flat) in the circuit which confirm the failure mode reported. Functional testing tried to replicate the failure reported using the current tools of assembly process, following the process document on assembly of disposable anesthesia breathing circuit (dabc). Failure reported could not be reproduced using the tools from assembly process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that there were 9 breathing circuits that the operating room pulled because they have a "severe pinch on one side of the circuit arm". It was stated that they did not want to use them in case the item has a hole in it. Communicated lot numbers are: 4287195 (7 each) and 4295379 (2 each). They were discovered upon opening. No patient involvement and no patient injury were reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.